Event description:
Edwards learned of a valve that required valve in valve intervention due to stenosis after an implant duration of approximately nine (9) years. The patient was implanted with a transcatheter bioprosthetic valve without complications. The patient is reported in stable condition.

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.